Manufacturer narrative:
The following fields were updated due to corrected information: device available for eval?: no. Returned to manufacturer on: na. Investigation: bd had not received samples, but 1 photo was provided by the customer for investigation. The photo was reviewed and it was observed a melted hub gate. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported that the hub separated from the bd vacutainer® precisionglide¿ multiple sample needle prior to use. This event occurred on 400 occasions. The following information was provided by the initial reporter: damaged hub customer complaint that msn's hub was damaged and cap opened itself.

Manufacturer narrative:
Investigation summary: bd had not received samples, but 1 photo was provided by the customer for investigation. The photo was reviewed and it was observed a melted hub gate. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. (B)(4).

Event description:
It was reported that the hub separated from the bd vacutainer® precisionglide¿ multiple sample needle prior to use. This event occurred on 400 occasions. The following information was provided by the initial reporter: damaged hub. Customer complaint that msn's hub was damaged and cap opened itself.